Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. A ge healthcare technician confirmed the issue and suspects the power switching board or main board is defective. This unit is being returned not repaired as per customer request.

Event description:
The hospital reported that, the unit has intermittent power on failure. There was no reported patient involvement or patient injury.